Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. The programmer did not switch on and there were deep scratches noted on the touch screen. There was an intermittent flickering on the screen caused by a damaged display circuit board. A component in the electrical circuitry was also found shorted. The programmer was repaired. Laboratory analysis confirmed the allegation.

Event description:
Boston scientific received information that this programmer had an electrical short circuit and would not switch on. No adverse patient effects were reported. This programmer was returned.